Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that, after playing baseball with the pump, the display screen was blank. It was noted that there was moisture in the display. The reporter stated that sounds and vibrations were still audible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/16/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed no cosmetic defects. On startup, blank display screen was observed. When the pump casing was removed, it was observed that the display screen was cracked. The display was replaced with a test display, and the test display was functioning properly.